Manufacturer narrative:
(B)(4).

Event description:
The customer that the guide wire (gw) was curved and could not be used. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. No other components were returned. The guide wire was observed to have two kinks at the center of the body. The distal j-bend was undamaged. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 30.9 and 41 cm from the proximal tip. The overall length and outer diameter of the guide wire were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Slight resistance was met when advancing the kinked portion of the guide wire through the components. The undamaged portions advanced as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in two locations at the center of the body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer that the guide wire (gw) was curved and could not be used. The procedure was completed using another device.